Manufacturer narrative:
The field svc engineer (fse) performed sys check and successfully completed qc (qc) test. All sys test results conformed to the MFR's published performance specs. This reportable event was identified during a retrospective review of product complaints conducted from (B)(6) 2008 through (B)(6) 2010 for add'l reportable events.

Event description:
The affiliate alleged the customer reported non-reproducible elevated cancer antigen (ca) 19-9 result, for one pt, involving access 2 immunoassay sys. Subsequent testing produced lower results within a different clinical range. It is unk if the elevated result was released out of the lab. There has been no report of pt injury or change in pt treatment associated with this event. The field svc engineer (fse) was dispatched to assess the unit.